Event description:
As reported by the user facility: antibiotic was infusing and pump and volume to be infused were set correctly. At time infusion is supposed to end, there was still approximately 40ml in the bag. Uns sticker # (b)94). Reference MFR # 9610825-2014-00209.